Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were showing as disconnected and user was unable to override or login to the server. A technical support specialist attempted to dial into the server but was unable to log in due to authentication failure, observed that the e drive was full and already being reviewed by another specialist, identified knowledge article (ka) - "devices unable to full sync following upgrade - cannot insert duplicate key row in object 'strg.dispensingdevicesnapshot" and planned to reattempt login and perform a full synchronization after the space issue was addressed, noting that sql server management studio (ssms) could not store backups and extract transform load (etl) had also failed because files were being written to the full e drive, determined that the server storage configuration did not meet deployment guidelines and required additional space for proper functionality, noted that login logs could not be generated due to insufficient disk space, which prevented access to patient encounter system (pes), dialed back into the server, confirmed the e drive had only 9.30 mb of free space, followed knowledge article (ka) - "medstation es - 1.7.x & 1.8 - server running out of e drive space - large dsserverreports backup folder" to clear backup files, restarted the required services that were not running in extract transform load (etl) job history, and successfully restarted extract transform load (etl). After confirming that extract transform load (etl) was running normally, contacted the customer and verified that the stations were functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server stations were showing as disconnected and user was unable to override or login to the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.